Manufacturer narrative:
A sample product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that an intraocular lens (iol) had scratches on it. The lens was not implanted, but due to no back up product, the patient was hospitalized for that night and another lens was then implanted the next day. Additional information was requested.

Manufacturer narrative:
The device and the lens were returned. The plunger lock and lens stop are still in place. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been advanced/retracted into the loading area. No damage observed. The lens was returned in a small plastic container. Viscoelastic is observed on the lens. The lens is not scratched. Cracks are observed, which may have been interpreted as scratches. This damage would indicate a plunger override. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause cannot be determined due the lens being returned outside of the device. We are unable to determine the position of the plunger in relation to the lens during advancement. Cracks are observed on the optic, which may have been interpreted as scratches. This damage would indicate a plunger override. Upon return the plunger lock and lens stop were still in place. It is unknown if these were replaced for return or if the customer failed to remove before advancing the iol. The dfu instruct to remove the plunger lock and lens stop before advancing the lens in the device. (B)(4).